Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the handle of the device was broken. The part of the handle where the thumb goes had been pulled back too far, breaking apart the handle leaving the rest of the handle loose. A functional evaluation found that: jaws of device could only be toggled if broken part of the handle was physically held together. Device rotated without difficulty and the ratchet switch functioned correctly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Replication of broken handle may occur when the device is exposed to an excessive or improper force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device was damaged. There was no patient involvement.